Event description:
A nurse reported that during surgery, they noticed that a scratch on the lens. Surgeon implanted it, while fixing/repositioning lens as per recommended axis. Noticed that there¿s a scratch on the lens. Lens was torn apart as surgeon had to cut it a few times to take it out of the eye. There was no post op complication. Everything went well procedure wise.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the surgeon implanted. While fixing/repositioning lens as per recommended axis, the surgeon noticed that there was a scratch on the lens. The lens was torn apart as surgeon had to cut it a few times to take it out of the eye. Scrub nurse was not aware that lens was needed to be kept for return/review purposes. It is unknown if adequate viscoelastic had been placed into the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).